Manufacturer narrative:
This is the second of two related MDR's 2126666-2016-00060 and 2126666-2016-00061. Two guidewires were used in the procedure. This medwatch report is for the second guidewire that was being used in this case when they noticed a failed safari2 xs placement. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not returned for analysis at the time this report was submitted; therefore no physical or visual analysis could be performed. This is a known inherent risk of the tavr procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. No product returned.

Event description:
A 23mm lotus tavi in a patient with a horizontal aorta and a small lv. Valve prep went normal according to the guidelines. Normal device introduction, tracking through the aorta and aortic arch with good marker alignment, valve locking without issues but with ai. The decision was made by the implanters to make a partial aortic repositioning. Gw correction was required, but it was impossible by the second implanter to make the safari 2 gw correction. It stuck in the lotus catheter. The implant team decided to retrieve the catheter together with the safari 2 small into the descending aorta and removed both devices together from the hemodynamically stable patient without issues. The first implanter removed the safari from the lotus catheter by cutting the safari tip. The lotus device was ok, no kink etc. A new safari 2 xs was introduced and placed without issues, but the management was difficult and the implanters noticed an increased tension inside the lotus system during the device tracking, correction of an undersheathed nosecone in the descending aorta and crossing the aortic arch with good marker alignment. As the implant team wanted to cross the annulus they noticed a failed safari 2 xs placement, suddenly the blood pressure dropped down. After a 3 minutes reanimation the patient was hemodynamically stable at the hlm, conversion to cs. Patient is recovering after the closure of the lv perforation and a savr with a 23mm trifecta .